Event description:
A dura-guard implant card was returned to bio-vascular, inc. Indicating that this product was used for an ophthalmic procedure. The clinic was contacted by bvi to obtain more info. The dr explained that this product was used for a glaucoma wrap procedure. The device was implanted on 06/03/96. The pt experienced conjunctival inflammation and the dura-guard was explanted.